Manufacturer narrative:
(B)(4). Evaluation of the returned device found it had not been deployed but there was evidence the device had come in contact with a patient, which is considered being partially deployed. There were no missing parts or detected damage. Both the marker tube and marker entry port were undamaged and unobstructed. During testing, the device marked with a strong stream of water exiting the marker entry port without resistance. It was noted in the reported event that the device was not fully in the artery and this would have caused the reported inability of the device to achieve marking capability. The sheath was tested for hydrophilic coating by hydrating the sheath with water. The sheath became slippery to the touch, indicating the presence of the hydrophilic coating. A review of the finished device lot history records did not find any nonconforming material records associated with this lot. No device related cause for the reported event was found and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a technician in training in the use of the proglide device attempted arteriotomy closure of the scarred right common femoral artery after a diagnostic procedure. Reportedly, while attempting to push the device into the artery, blood flow could not be achieved; the device was not completely in the artery and it was removed. A starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.